Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
1 of 3 it was reported during a surgery the driver tip broke off in the screw. The majority of the tip was removed with a rongeur. The surgery was completed after a 3-minute delay. No other adverse patient consequences were reported. There are 3 related report numbers for this event through 3025141-2024-00072.